Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated buttons were unresponsive on the insulin pump. It was also found a button error alarm occurred. Customer's most recent blood glucose was 125 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.